Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 1ml of skinvive¿ by juvéderm®. That day, the patient experienced ¿palpable bumps¿ at the injection site and was advised that they typically took 2 weeks to integrate into the skin. The patient treated with another healthcare professional with 4 rounds of hylenex, 2 per visit. Event is ongoing.

Event description:
Additionally, the healthcare professional reported that the patient was first treated with hylenex at the 5-day mark post-injection. The patient additionally reported that the first treating physician used an ultrasound machine to locate the filler. The hylenex treatment was between two treating physicians, each performing 2 sessions. The patient disagreed with the injector and believed the injection was too superficial. The patient reported that when getting injected, she could see a ¿bubble¿ that was not massaged.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6, and h6.